Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On(B)(6) 2025, eri status was confirmed during follow-up. There are records of af episode but no shock activation. It was decided that ICD will not be replaced at this time based on patients choice. Should additional information be received, this file will be updated.

Manufacturer narrative:
Update on october 23rd: since there were some vts, the device was explanted and replaced on october 22nd. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.